Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered fluid coming from the patient line of the cassette of their cycler during their pd treatment. The patient reported receiving a patient line is blocked (soft alarm) during fill 1 of 4 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The patient accidently pushed in the pin and reinserted it. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated that the patient is trained on performing manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, vancomycin (2 grams) and fortoz, (1 gram), intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient¿s fluid was confirmed to be clear (no growth) on (B)(6) 2019. The patient was re-educated on following step by step instructions as prompted by the cycler. Additional follow up with the patient confirmed that the patient is continuing with peritoneal dialysis on the same cycler without issue and without reoccurrence of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.